Event description:
The pt was admitted for a procedure in 2008 with a lesion in the proximal to distal right coronary artery (rca). The lesion was de novo with 100% stenosis (chronic total occlusion). The vessel was moderately tortuous. Anchor balloon was conducted and a 2.5x28mm cypher stent was being delivered to the distal rca, however, the stent became caught with the balloon catheter while advancing it through the vessel. The cypher was removed from the pt, and the physician confirmed the distal section of the stent to be flared. The cypher was replaced with another cypher (same size) and it was implanted in the distal rca. A second 2.5x13mm cypher stent was successfully implanted at the proximal end of the initial cypher with overlap. Then, a 3.0x24mm taxus stent was implanted in the proximal rca and the procedure was successfully completed. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.